Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that about three weeks ago, the patient experienced a plopping sound. From that moment on, the patient was no longer able to hear with his device. The patient has not been involved in an accident. The patient exchanged his speech processor, but without success. The measurement of reasonance frequency had a changing result of 12.10 to 12.25 mhz. Testing confirmed that the device has malfunctioned.